Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose level of 200-400 mg/dl. The customer stated that 4 reservoirs fell apart when she tried to use them. The customer declined to troubleshoot for the pump. The product was not returned for analysis.